Event description:
It was reported by the doctor, that the navio is not working properly. After planning and removing bone, the implant trials are not properly matching plan.

Manufacturer narrative:
The device was used in treatment and it was reported that after planning and removing the bone, the doctor did not find that the implant trials were properly matching the plan. Case log files and screenshots were returned for evaluation. The initial visual investigation of the software log files found that: the stressed rom was not taken properly. The knee should have been stressed more, this will correlate to bad graphs. In the case in question, the implant should have been moved more posterior for a better result. Planning and post op seem to be accurate to one another. DHR review found that the software version (r-3101) has been validated. A complaint history review found similar reports, this issue will continue to be monitored. The naviopfs system for unicondylar knee replacement (ukr) (500001 revi) provides instructions for using the system and how to use it for implant planning and collecting range of motion data. This issue is an identified risk in within the risk assessment. A relationship between the device and the reported event could be established. The probable cause of the issue was user error. Per complaint details, currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Based on the information provided, the clinical outcome was satisfactory and did not result in patient injury/impact; therefore, no further medical assessment is warranted at this time.